Event description:
Customer had needle break off in an abdomen. He went to ER and had x-ray. Md at the hospital tried to remove the broken needle, but was unsuccessful. Md removed the needle on (B)(6) 2012.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded one other complaint for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.